Event description:
The healthcare professional reported that in the procedure an emboguard 87, 95 cm (bg8795c/9556838) was intended to be used; however, when the peel-away introducer was used, the balloon got damaged. The physician stated that after inspecting it more closely, it looked 'tilted'. No patient injuries nor consequences were reported. Additional information received indicated that the delay was not significant since the faulty emboguard was swapped to a cerebase. No break in material integrity at the site was indicated. Based on the product analysis of the device received, the balloon is burst.

Manufacturer narrative:
Manufacturer ref#(B)(4) the purpose of this MDR submission is to report the findings of the device investigation. The balloon was found burst, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A non-sterile emboguard 87, 95 cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed. The lav and peel-away sheath were also returned. The tyvek pouch, rotating hemostasis valve (rhv) and product packaging (i.e. Mounting card, protective tubing, and unit carton) were not returned. Visual and tactile inspection of the emboguard bgc shaft showed evidence of kinking. A kink was observed on the bgc shaft located at approximately 33mm from the distal tip. No further damage was observed on the shaft of the returned bgc. The distal end, to include the balloon area and distal tip, showed no evidence of further damage upon tactile and visual inspection. Inspection of the bgc proximal end, to include the hub and strain relief, showed no evidence of damage or defects. No damage was noted on the returned peel-away sheath. Visual inspection of the hub, under magnification showed no signs of damage or deformation to the hub, uniform distribution of glue in the hub bonds with no visible voids or defects, and no visible damage or surface defects on the main lumen port. Visual inspection of the strain relief, under magnification showed no kinks or signs of deformation to the strain relief. Visual inspection of the shaft (between strain relief and proximal balloon bond) under magnification showed no signs of sharp edges, surface defects or embedded foreign matter. Visual inspection of the shaft (between strain relief and proximal balloon bond) showed evidence of kinking. A kink of the shaft was evident at 33mm from the distal tip of the device. The shaft jacket was intact with no signs of fragmentation, separation or exposed braid wire. Visual inspection of the balloon region, under magnification showed that the balloon bonds were intact with no signs of damage or deformation. A minor tear was noted on the balloon material. The marker band was intact with no signs of damage and was fully covered by the shaft jacket. There were no signs of sharp edges on the tip. No restriction was observed on inspection of the bgc main lumen with a ball gauge. The ball gauge could advance past the initial kink on the shaft without resistance. Balloon inflation and deflation was not able to be performed successfully due to the damage present on the device. The complaint event stated that when the physician used the pas it damaged the balloon. The complaint event stated that when the physician used the peel-away sheath it damaged the balloon. The returned emboguard device was hydrated with water prior to the insertion assessment for coating activation as per device IFU (reference 500761458). The returned emboguard device was attempted to be inserted into the retuned pas, no issues were noted when inserting the returned emboguard into the returned pas. An attempt to recreate the kink on the returned emboguard device was performed with two sample emboguard devices (bg8795u / lot ds21592). The complaint report detailed that the emboguard balloon was damaged while inserting into the peel-away sheath. The damage in the balloon region of the emboguard device was not observed during the balloon preparation step. Therefore, it is unlikely that the defect was already present on the device prior to the attempt of insertion into the peel-away sheath. The distal damage may have happened during device handling and insertion into the peel-away sheath. The hypothesis for the complaint event is excessive gripping force applied to the emboguard during insertion of the unsupported emboguard device. Per device instructions for sue (IFU), the emboguard is to be assembled with the dilator or an access catheter before positioning the peel-away sheath over the bgc. Recreation attempt 1: the sample emboguard and sample peel-away sheath were inspected prior to the attempted recreation. The sample emboguard was hydrated for coating activation, and a dilator was inserted through the main lumen as per IFU, before inserting the emboguard into the peel-away sheath. To test the hypothesis, the supported emboguard was gripped firmly and pushed through the sample peel-away sheath. The sample emboguard was successfully inserted into the peel-away sheath. Visual inspection of the sample emboguard did not show evidence of damage. Recreation attempt 2: a second sample emboguard was inspected prior to the attempted recreation. In the same way as previous, the sample emboguard was hydrated before. In this recreation attempt, the sample emboguard was attempted to be inserted into the peel-away sheath without the support of a dilator. The unsupported emboguard was gripped firmly and pushed through the sample peel-away sheath. The sample emboguard was successfully inserted into the peel-away sheath. Visual inspection of the sample emboguard post recreation attempt showed evidence of damage similar to that observed on the returned emboguard device. The event recreations performed as part of this investigation demonstrate that damage of the distal section of the emboguard may be caused by excessive gripping force applied to the emboguard without it being supported by a dilator/access catheter. A device history record (DHR) was performed, and no internal actions were identified. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 33mm from the distal tip of the emboguard device. A tear in the balloon material was also noted. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there no restriction in the main lumen of the device at the location of the kink as the ball gauge could be advanced past this point without resistance. The complaint report detailed that the balloon was damaged while inserting into the peel-away sheath. The returned emboguard device was successfully inserted into the returned peel-away sheath without resistance. Event recreation attempts performed as part of this investigation showed that potential cause of the damage on the device shaft is excessive gripping force applied to an unsupported emboguard device. Damage similar to that observed on the returned emboguard device was recreated on a sample emboguard device. While the complaint event was confirmed, however the root cause was not determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.